Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device and found it was in specification in relation to the reported symptom, constant occlusion, which was not reproduced or confirmed during evaluation. The device passed all testing and no component could be identified for causality. Evidence for the reported problem "constant occlusion" was found through the review of the device event history log by the presence of numerous "downstream occlusion!" Alarms in the log; however, it cannot be determined if these alarms are true or false. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-12060 can be removed from the FDA database.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "constant occlusion". It was also reported there was no patient injury.